Event description:
It was reported the device was used during an unknown procedure. It was reported by the customer that the mcl20 clips crossed. This happened to another applier also during the case. A third one was pulled to complete the case. There was no consequence to the pt.